Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl, 207 mg/dl and 150 mg/dl and treated with insulin. Troubleshooting was assisted for high blood glucose. The customer was able to run self test and it passed. The insulin pump will not be returned for analysis.